Manufacturer narrative:
H6: a follow up report will be sent when the investigation is complete.

Event description:
It was reported that during a procedure, a couple of the teeth broke off the coring tool. It was also reported that there were no adverse consequences, with an unknown delay as a result of this event. It was further reported that the procedure was completed successfully.